Event description:
Two kwire (guidewire) tips broke during bunion surgery. The surgeon could not retrieve the tips and they were left in the bone. Surgery was completed successfully.

Manufacturer narrative:
Device was discarded at user site, performance could not be evaluated. Picture provided of used kwire (guidewire) indicates there was potential use of excessive force. This could not be confirmed as used device was not returned. The kwire is a component of the screw system set. There was no reported impact to the pt.